Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable was damaged, flooded. Corrosion of electrical contacts, cracks in the main body and loosening of scope mount were observed. Based on the results of the investigation, it is likely that the following led to the malfunction: the phenomenon was reproduced when the equipment was inspected by the repair department, and it was confirmed that the cable was damaged. A definitive root cause cannot be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable cord was cracked. The issue was found during a therapeutic laparoscopic surgery. There were no reports of patient harm.